Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During transseptal puncture, there was a thrombus visible at the tip of the needle. The needle and the wire was retracted and flushed again. The activated clotting time (act) was tested and it was only at 220. More heparin was given. The steerable guide catheter (sgc) was inserted advanced in the right atrium, there was again a thrombus visible. The act was around 300. The sgc was removed. The plan was to aspirate the thrombus out of the heart with a small catheter. As the catheter was advanced, the thrombus was visibly freed and flushed (it was not aspirated). The thrombus was not in the heart anymore. There was no hemodynamically effect during the procedure. Afterwards the procedure was performed without complications. The act was measured in shorter intervals. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however, thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.